Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the patient was diagnosed with post-op complication of erythema/redness. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Not returned - remains implanted.

Event description:
Per clinical trial (B)(4): on (B)(6) 2015, patient underwent bilateral mastopexy; inferior pedicle, using a full vertical and horizontal t incision. 1 piece of galaflex was used, cut in half. No concomitant procedures were done. On (B)(6) 2015, erythema/redness; breast, was reported. Patient was treated with medication (keflex, bactroban). Resolved without sequelae on (B)(6) 2015. Review by medical affairs identifies the reported adverse event as likely related to the device and serious.